Event description:
Report received indicated that patient had signs of a linear crusted area on upper right thigh. Wafer and low pressure adapter was noted to be resting against the right upper thigh. The low pressure adapter was removed and the wafer and the pouch remained in place. It was reported that the area on the patient's thigh is resolving.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this icc code. There is no indication of complaint trend based on this review.